Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarms. Customer's blood glucose was 156 mg/dl. Device had also alarmed unexpected restart and signal too low alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected external ram crc error and unexpected restart alarm anomalies noted. No motor error alarm noted. Motor passed motor test. The insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip.